Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed charring on the yaw pulley, distal clevis, and the conductor wire, indicating that an arching event occurred. Most of the damage on the components is located on the side opposite to the conductor wire. The conductor's insulated jacket is melted down, exposing the wires at the instrument wrist. Electrical continuity passed.

Event description:
It was reported that during a da vinci s hysterectomy procedure, the permanent cautery hook instrument tip was badly damaged. No additional information was provided. No patient harm, adverse outcome or injury was reported.